Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having problems with their device. Patient said it pinches them and then the pinch would shoot up the back of their back a little bit. Patient also said it felt like the battery was burning from the inside, like it was hot underneath the battery. It was not helping them and not working properly. Patient mentioned they still had incontinence and their rectal prolapse. The patient stated that they would like to have their device removed. The patient also stated that they called their manufacturer representative (rep) whom no longer works for [manufacturer] but referred the patient to someone else. The patient reported that when they spoke to that person, they encouraged the patient to have their device removed. The patient was redirected to their healthcare provider to further address the issue, and patient services emailed the patient physician listings.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.